Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh on previously recovered cadaver skin. There was no patient involvement, no harm and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the roller gear was damaged. The roller gear was replaced and resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.